Event description:
In 2008, the pt reported that "77" was displayed on the screen of his infusion device. He stated he was using a recalled power pack and the power pack had been in use for longer than 2 weeks. He inserted a new power pack and the infusion device functioned properly. He stated that he does have corrected power packs, and he will discard any recalled power packs when he returns home. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.